Event description:
A malfunction alarm was reported with malfunction code 16, and the customer experienced recurring issues even after resetting the pump. There was no specific information provided about the impact on the customer¿s blood glucose level. Tandem technical support assisted the customer in resetting the pump, provided information on putting the pump into storage mode, and arranged for a replacement pump. The customer will transition to multiple daily injections (mdi) as a backup therapy and is expected to return the defective pump using a pre-paid label within 10 days.